Event description:
It was reported through the filing of a lawsuit that: allegedly, after implantation of the device, the pt began experiencing significant pain and discomfort. It is alleged that the pt will require revision surgery to replace the devices in both hips.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no add'l info is available at this time. If add'l info is rec'd it will be reported on a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.